Manufacturer narrative:
Work order search: no similar complaint was reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vticmo12.6 implantable collamer lens, -04.50/+1.5/091 (sphere/cylinder/axis), in the patients left eye (os), on (B)(6) 2022. The lens was explanted on (B)(6) 2022 due to excessive vaulting. The lens was replaced with another same model/length lens (implanted vertically) and the problem was resolved. The cause of the event was unknown.

Manufacturer narrative:
Device evaluation: h3 - device evaluation: the lens was returned dry in a microcentrifuge vial with residue/debris on product. Visual inspection found haptic bent. Dimensional inspection found the lens to be within specifications. Corrected data: d4- unique identifier (UDI) #- (B)(4). Claim# (B)(4).